Event description:
Pt presented for routine pacemaker eval. His rhythm on arrival was sinus bradycardia at 40 and he was symptomatic. The bipolar resistance of his vascor model 111-256 ventricular lead measured 117-141 ohms on multiple interrogations with 2 additional impedances measuring 561-573 ohms. Unable to regain capture in bipolar despite 8.1 volts at 1.0 msec outputs. Unipolar impedance measurements ranged from 325-677 ohms. Oversensing and undersensing is frequent in bipolar and unipolar. Enormous amount of noise and non-cardiac signals are present on intra-cardiac electrogram in bipolar and unipolar. Able to regain capture in unipolar at higher outputs. His last pacemaker evaluations were done on 2-23-99 when he presented with complaints of "shocking" sensations in his chest. Bipolar impedances measured 666-688 on that day and 677-804 ohms on 01-15-99. Bipolar capture measured 2 volts at .4 msec on 1-15-99 with sensing greater than 7 mv. No oversensing was present on 01-15-99 or 02-23-99. Rptr will refer this pt to another facility for lead extraction and request lead analysis by an independent laboratory. Comments from nurses note: presents with complaints or shortness of breath with exertion, fatigue and overall not feeling well for the past month. His rhythm on arrival is sinus bradycardia at 40 with a bbb, with total ventricular non-capture. His ventricular lead is vascor model 111-256 which has failed suddenly in 9 other pts followed in this clinic, and in 3 pts followed by this cardiology group. There have been at least 5 different implanting physicians with these failed leads. The lead currently captures in unipolar, but demonstrates frequent pauses due to oversensing of non-cardiac signals. He was last assessed in office on 2/23/99 for a symptom related visit. He was complaining of "shocks" near the pacemaker site and in his upper left chest. At that time, the pacemaker operation was normal, "icegs" were clean for the vascor lead, and the impedances were essentially stable at 666-688 ohms bipolar. The lead subsequently demonstrated total failure in 8 weeks without obvious, or typical warnings. His atrial lead is oscor zy which remains functional, but has had chronically high capture thresholds since implant. This and the failed ventricular lead is causing premature battery depletion. The pt is agreeable to having lead extraction performed with implantation of a new atrial and ventricular lead and new dddr pg. Ventricular lead left at maximum unipolar outputs for now. Dr in to see pt and agrees with referrel. The pt has not exhibited any syncope or dizziness as of yet. Will try to expedite lead extraction. B/p 150/82.